Manufacturer narrative:
Immucor technical support interviewed the customer site on (B)(6) 2019 about the testing. An immucor field service engineer (fse) visited the customer site on 21feb2019 to assess the testing instruments in question and determined that the instruments were operating as expected. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019, a (B)(6) customer reported unexpectedly negative antibody screens with validation samples on two (2) echo lumena instruments. No discrete demographic information was given for any of the validation blood samples.